Event description:
Additional information was received from the customer stating that the event happened before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that communication failure has occurred due to cable failure, and images were no longer displayed. Additionally, it was determined the white balance could not be obtained because the picture was dark, and an e311 occurred. An e311 error occurs when the white balance cannot be adjusted. (See instruction manual cv-190 chapter 9. If an error occurs, 9.2 identifying the error and corrective action). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The unspecified procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of defective image was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the camera head had a defective image. There was no report of patient harm associated with this event. During incoming inspection, it was determined the image disappeared due to a faulty cable and an imaging component failure. Also, an e311 (scope communication) error was displayed. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.